Event description:
The customer reported getting an intermittent pads connection. The customer localized the issue to a failed pads cable. Based on the customer's report, we are considering this a malfunction of the pads cable.

Manufacturer narrative:
The customer reported getting an intermittent pads connection. The customer localized the issue to a failed pads cable. Based on the customer's report, we are considering this a malfunction of the pads cable.